Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro dissection tip cone detached. The piece was retrieved through the original incision. It was also reported that the short port balloon was peeling, but no pieces detached. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)